Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 could not be reproduced, but was confirmed through review of the event history log. It was determined that the upper and lower auxiliary assemblies were the failing components which caused this error. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.